Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). Upon review of the complaint notification it was found the original assessment did not considered the intervention taken to preclude permanent impairment of a body function or permanent damage to a body structure. This follow-up report is being submitted as a correction to indicate the incident in considered to be an adverse event as a result of the intervention required to prevent permanent impairment/damage. Additional patient information has been provided in section a and the full problem description from medsun report (B)(4) has been provided in section b. The type of report has been updated in section h, and the health effect impact code has been updated.

Event description:
As reported in medsun report (B)(4), a nurse hung 20 meq kcl (50ml bag) to infuse over 60 minutes. When rn (registered nurse) returned, the entire bag had infused within about 5 minutes. Calcium gluconate 2 gm IV administered to prevent life threatening arrhythmia or death. Patient did not experience complications.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: 20 meq of potassium was bolus'd into the pt. Drip was started, nurse walked away and walked back and the bag was empty in just a few mins, causing an over infusion report.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated, the reported issue was not observed. Delivery accuracy of 250 ml/hr and 25 ml tested in specification at 6 minutes, 3 seconds or 99% of expected accuracy. The device operated as intended. The history logs were provided and reviewed; the log review did not note the occurrence of the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.